Manufacturer narrative:
Concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm 320-38-00 - equinoxe reverse 38mm humeral liner +0 320-10-00 - equinoxe reverse tray adapter plate tray +0 320-01-38 - equinoxe reverse 38mm glenosphere 320-15-01 - eq rev glenoid plate.

Event description:
Approximately 8 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced unexplained pain. It was reported pain, stiffness and possible frozen shoulder. The patient was administered an intra-articular steroid injection in theatre, and the outcome of this event is considered continuing. The clinical report indicates that this event is definitely not related to the device(s) and possibly related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm 320-38-00 - equinoxe reverse 38mm humeral liner +0 320-10-00 - equinoxe reverse tray adapter plate tray +0 320-01-38 - equinoxe reverse 38mm glenosphere 320-15-01 - eq rev glenoid plate the following sections were updated: h6 the following sections were corrected: b2, h6 the reason for the pain and stiffness reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices remain implanted, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.